Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford large bearing 4mm; item# unknown; lot# unknown. Unknown oxford tibial tray e; item# unknown; lot# unknown. G2 - foreign: switzerland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 11 years and 5 months after implantation, the patient experienced a cracking sensation and pain in their right knee when attempting to get out of bed early in the morning. An initial examination revealed a fracture of the femoral component of the prosthesis. Radiological images taken in a lying position confirmed the fracture, showing that the femoral component had partially shifted posteriorly into the popliteal area, along with the polyethylene prosthesis. A revision surgery was scheduled to be performed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
It was reported that a patient had an initial right unicondylar knee arthroplasty. Subsequently, the patient was revised approximately 11 years and 6 months post implantation due to a fractured femoral component. During the revision, the femoral implant was found loose with the fracture confirmed. The poly was roughened and partially worn. The tibial component was found well preserved. All components were removed, and a competitor total knee was placed without complication. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were corrected: g1-2. D10 - associated medical devices: oxf anat brg rt lg size 4 PMA; item# 159583; lot# 1574361, oxf uni tib tray sz e rm PMA; item# 154727; lot# 2485304. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed. The femoral component is fractured into two and the smaller of the two pegs has snapped off. The pictures of the bearing shows surface damage and wear, there are lines which appear to be gouged into the bearing surface. There are pictures of the tibial component which shows that it is intact. It has to be noted that there are no pictures showing the bearing surfaces of the femoral component or the tibial tray. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories one year prior to the notification date to date found no additional related complaints for these items and the reported part and lot combinations. Medical records and radiographs were provided and reviewed by a health care professional. The review identified that the patient was satisfied with the unicondylar knee prosthesis when initially implanted, until approximately 11 years and 5 months post implantation, in the early morning, when he attempted to get out of bed. He felt a cracking sensation and pain in his right knee. Further evaluation during the initial examination revealed a fracture of the femoral component of the prosthesis. Radiologically, images taken in a lying position confirmed a fracture of the femoral component, which has since partially shifted posteriorly (into the popliteal area) along with the polyethylene part of the prosthesis. During the subsequent revision, the femoral implant was found loose with the fracture confirmed. The poly was roughened and partially worn. The tibial component was found well preserved. All components were removed, and a competitor total knee was placed without complication. Radiographs were provided but not further reviewed as the provided medical notes received already described the radiological findings. The damage observed on the bearing component is consistent with loading patterns which may be associated with the fractured femoral component. The root cause of the femoral component fracture is most likely multifactorial, potentially involving both patient- and procedure-related factors. Furthermore, as the explanted components were not returned for analysis, no conclusions can be drawn regarding the nature of the fracture. Consequently, based on the available information a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.